Event description:
Ventilator stopped ventilating pt in ER - alarms sounded, pt was hand-bagged instead. No injury.

Manufacturer narrative:
Have not found root cause - evaluation ongoing. The ventilator is >12 years old and has experienced significant impact.